Manufacturer narrative:
The device was not returned, however companion samples were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak testing was performed on the samples with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two intravia 500ml empty containers leaked from the printed area of the bag. This was noted during filling at the pharmacy. There was no patient involvement. No additional information is available.